Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding air bubbles in the pt line. Customer's blood glucose level was impacted. Customer indicated that she would change her cartridge.